Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The monitor and cables were checked. The camera needs to be replaced. No conclusion can be drawn as the repair info is unavailable.

Event description:
The customer reported that there was no image on the 7700 system. No pt injury was reported.